Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) was over 600 mg/dl and pump supplies were changed to address bg. No drops of insulin were observed at the end of the infusion tubing. Reportedly, elevated bg contributed to a kidney infection and the customer was admitted to the hospital. Intravenous insulin, fluids and antibiotics were administered. A computerized tomography scan was performed. Elevated bg/kidney infection were resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Reportedly, after being discharged, customer followed up with a healthcare provider. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.